Event description:
It was reported that the customer had issues with his sensors. His blood and sensor glucose readings were not within an acceptable range. The customer's blood glucose level was 300 mg/dl but his sensor glucose reading was 77 mg/dl. He experienced high and low blood glucose levels. The customer received sensor error, change sensor, and calibration error alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.